Event description:
Revision surgery, reason unk.

Manufacturer narrative:
Encore is continuing to request data associated with this event. This info will be submitted if it becomes available. This is the final report.